Manufacturer narrative:
(B)(4). The proglide was reportedly used in a morbidly obese patient. Per the instructions for use, the safety and effectiveness of the proglide device have not been established in patients who are morbidly obese. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide and the starclose device referenced are being filed under a separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a ballooning and stenting procedure. Reportedly, when the plunger was retracted, no suture was present. A second proglide device was used with the same results. A starclose se device was deployed but hemostasis was not achieved. Manual arterial compression was applied to achieve hemostasis. There was a 10 minute clinically significant delay in the procedure due to the use of the closure devices and the patient was notably stressed during compression. There was no reported adverse patient sequela. The physician is reportedly trained in the use of the proglide device and in the use of the starclose se device. No additional information was provided.